Manufacturer narrative:
The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture baker grade IV.

Event description:
Explanting surgeon reports rupture and capsular contracture baker grade IV on the right side, increase volume on the right side, pain, inflammation and seroma-late. This record is for the right side. The implants have been removed.